Event description:
A distractor was implanted in a two year old child. The fixation plate broke from the activation tube. An external force/event may have contributed to the breakage of the plate from activation tube.